Event description:
During a dialysis treatement, there was an external leak at the sealing plug above the label on the arterial end of the dialyzer. Rinseback was completed so there was no blood loss. There was no pt injury or medical intervention.